Event description:
New information received indicates programming changes were made.

Manufacturer narrative:
Further information was requested but has not yet been received.

Event description:
It was reported that the patient was hospitalized with ventricular tachycardia (vt) storm. It was determined that the patient's implantable cardioverter defibrillator delivered shocks which failed to convert the patient's rhythm. No intervention was performed. The patient was stable.